Manufacturer narrative:
9733856: work order passed. 9735585: the product was returned and the software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported the site was in a case for a transsphenoidal and had registered without issue and checked accuracy. They then draped, taking care not to put any tension on the stingray cord. After draping they were inaccurate with the malleable suction. They retraced and were then accurate again. This occurred intra/peri- operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.